Event description:
It was reported that during implant, the chosen lead was determined to be too large for the vessel. The second lead would not stay fixated in the vessel. Both leads were explanted and not used. A third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a full lead was returned and no anomalies were found. (B)(4) a full lead was returned and no anomalies were found. All conductors had blood/body fluid (not obstructed).